Event description:
A malfunction was reported by the customer, displaying malfunction code malf 12. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer was assisted by technical support to reset the pump, and the same malfunction code did not recur afterward. The customer was advised to continue using the pump and to contact support if the issue reappears.